Manufacturer narrative:
As of 10/16/2024 to this date, we have not received unused returned products for further investigation. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on 09/19/2024, the consumer reported that the product caused him a rash. The consumer went to the urgent care.

Manufacturer narrative:
As (B)(6) 2024 retained samples were submitted to the lab, and no defects were noted. In addition, aso reviewed records of production and satisfactory biocompatibility tests for this type of product, with no issues noted. Refer to section b.6 of this report for further details. The following sections were updated. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received by aso on (B)(6) 2024, the consumer reported that the product caused him a rash. The consumer went to the urgent care. On the completed cir received from the consumer on (B)(6) 2024, the consumer stated that he had a rash on his right leg on the bottom. The consumer bought the bandages to use in his rash, and the product caused a rash where the adhesive part was. The consumer confirms that the issue was with the tape. The consumer went to cleveland clinic urgent care. The doctor prescribed prednisone 10mg four times daily for 3 days, and triamcinolone 0.1% cream twice daily.